Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient usually felt stimulation below in the vaginal area but now that patient was feeling it in the buttocks. The patient stated that the feeling was like a pulsating like a shock that was uncomfortable. It was noted that a nurse usually made the changes for the patient. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was unclear and not determined. It was also stated that the patient had no stimulation but the health care professional was unable to change the program on the stimulator. The health care professional reported that they had changed programming to resolve the shocking and stimulation in the wrong location. There were no further symptoms or complications reported or anticipated.